Manufacturer narrative:
It was alleged by the user facility that this was an operator issue and that there was no issue with the stretcher. The user facility stated that they did not need a technician to look at the stretcher and that no further action is needed at this time. The user facility denied evaluation.

Event description:
It was alleged that a nurse was helping transfer a patient in the cath lab from the table to the stretcher. During this process she noticed that the stretcher was misaligned about 6-8 inches. She attempted to switch the stretcher to neutral and move it herself while transferring the patient and in the process strained her back. She took over the counter pain reliever and applied heat/cold. She did not miss work or seek medical treatment.